Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the generator was not active when the device attached to it caused a minor injury to the patient's penile skin. It happened when the device was placed to the patient's blanket while not being used. It is due to the temperature of the hand piece and not from the electrosurgical effect.